Event description:
It was reported that noise from the rv lead was oversensed and triggered hv therapy delivery. High impedance was observed. It was recommended to change out the lead.

Manufacturer narrative:
Na